Event description:
It was reported that there was a pump problem, as an alarm was heard and confirmed by telemetry. The alarm was a critical alarm due to a motor stall, and was noted that the stall was constant. It was mentioned that the nurse went out to check the pump and noted the motor stall message. The patient had not had an MRI, and there was no other known environmental exposure that might have caused the stall. The patient was not experiencing any symptoms, but was also on oral baclofen. It was later reported, that the patient was quadriplegic and had missed several appointments. As a result, the neurology department would not see the patient anymore. Currently, the patient does not have a managing pump doctor; however, the patient had been working with another health care provider (hcp) for the time being. The pump was replaced, and the pump was filled with saline following the replacement to prevent drug interactions with the anesthesia. The drug that was used via the device system was unknown baclofen. The patient outcome remained unknown at the time of this event; if additional information is received this report will be updated.

Manufacturer narrative:
Concomitant product: product ID 8709, lot # l58353, implanted: (B)(6) 2000, product type catheter. (B)(4).